Event description:
The pt reported that e4 (occlusion) error is frequently displayed on the infusion device since (B) (6) 2009. She stated on (B) (6) 2009 an e4 was displayed and she changed the infusion site and tubing and bolused 4 units of insulin. Her blood glucose measured 480 mg/dl at 6:30 am and 240 mg/dl at 9:30 am. E4 was displayed again and she stated the infusion set was "clogged". Her normal blood glucose range is 110-115 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.